Manufacturer narrative:
The customer reported that the unit is failing the pacer portion of the opcheck. The factory had not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is failing the pacer portion of the opcheck.